Manufacturer narrative:
Hössjer, t., högberg, n., and danielson, j. Small skin incision and less suture material reduce granuloma after laparoscopic gastrostomy: a prospective observational study in children. Pediatric surgery international, volume 42, article 109, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective observational study compared the outcomes of patients who underwent laparoscopic gastrostomy using three different laparoscopic gastrostomy techniques between 2014 and 2019. It was noted in one technique, double u- stitch/purse string suture was placed through stomach wall and then tunneled under the posterior fascia to attach the stomach to the abdominal wall. Additionally, small help incisions were made medially and laterally of the gastrostoma to hide the suture and knot, using a 3-0 biosyn. Finally, the stomach wall was opened, the gastrostomy was placed and an additional purse string suture was tied with knots in the subcutis. There were 310 pediatric patients included in the study and complications included granuloma formation, pain, leakage, infection, and tube dislocation. Interventions and outcomes are unknown. Small skin incision and less suture material reduce granuloma after laparoscopic gastrostomy: a prospective observational study in children. Pediatric surgery international, volume 42, article 109, 2026.

Manufacturer narrative:
Additional information: g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.